Event description:
Additional information: it was reported that the patient was admitted on (B)(6) 2018. The patient had complaints of abdominal pain and hardness above the driveline for approximately 2 months. On (B)(6) 2018 driveline culture was positive for methicillin-resistant staphylococcus aureus (mrsa). The patient was admitted for further management and treatment with vancomycin 1000 mg intravenous piggyback (ivpb) every 12 hours. Infectious disease recommended to continue vancomycin for 2 - 4 weeks. The patient was to have weekly complete blood cell count (cbc), twice per week comprehensive metabolic panel (cmp), and vancomycin trough. Home infusion services was to see the patient the day of discharge.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a major driveline infection that began on (B)(6) 2018. The patient was hospitalized and unspecified medication changes were made. The patient was provided parenteral antibiotics vancomycin. The event was reported as ongoing.

Manufacturer narrative:
Device evaluation: the patient remains on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Local, pump pocket, and driveline infection are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.